Event description:
Customer's husband reports back to back testing on the same meter while using the advantage system with results of 100's mg/dl and 500's mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.